Event description:
It was observed that during the device evaluation, that the subject device had exhibited plastic distal end cover has a burn. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: plastic distal end cover has a burn. The most probable cause of the complaint is cause traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.